Manufacturer narrative:
Gtin: unknown. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that codman was informed on january 13th 2015 of a pump hardware failure [11] (drug level integrity error) on the medstream 20ml pump nkbgwc, which was reported in (B)(6). The pump alarm was heard by the physician during a refill with saline water (without cu). The pump interrogation performed by the sales representative indicated a pump hardware failure [11]. The patient was leaving in an intensive care center, and the care personnel did not know when the pump alarm started beeping. The medstream 20ml pump nkbgwc has been implanted since (B)(6) 2010. The pump was initially flowing with lioresal, 2000 mcg/ml. Since 2 years, the patient did not need intrathecal treatment anymore; the pump remained implanted and was filled with saline water. The patient had no MRI prior to the observed hw[11]. The pump sw version is 3.04, which could be sensitive to MRI. Onsite technical support the sales representative performed a field visit on january 13th 2015. The following actions were done without pib recommendation (the field support was contacted after the actions were performed). The sales representative collected the pump errors, sensor and status using a technician key, and the transaction logs. The pump interrogation performed during field visit gave the following values: read status: 60 00 14 21 63 0f 40 38 d2 read errors: 00 00 02 10 read sensors: 00 00 00 00 7f 2b 9a 0b b8 0b 3e 0b b8 0b aa 0f 3d 02 d0 07 as the pump was not being utilized for drug delivery anymore, the remaining issue for the patient was the pump alarm beeping, that could be deactivated only for 24 hours. The sales rep decided to: ¿ ¿clear all errors flags¿ ¿ perform a standard ¿pump interrogation¿ ¿ ¿activate self-test¿ ¿ perform a standard ¿pump interrogation¿ the pump error, sensors and status were not collected after the forced self-test. The pump interrogation after the clear all error flags and the forced self-test did not report any error. The pump is still filled with saline water, in stop infusion. The case was analyzed by patrick richard from r&d and elodie fournier from technical field support. The values above indicate a fill level sensor frequency of 0hz, which is an abnormal value. This 0hz fls frequency shows a true hardware issue, probably a short-circuit in the fls coil. The electrical integrity of the pump is not anymore guaranteed. The error did not immediately reoccur, but could reoccur at during a future self-test (in the night), the alarm would be activated again. A DHR review was performed for product code 91-4200, lot# cklcm2, and the lot met specifications when released on november 4th, 2009. Qty: (B)(4). The decision to keep the pump implanted has been taken by the physician as the patient is weak and would difficultly undergo an additional operation. As the pump and catheter are filled with saline water, there is not risk of over / under dose for the patient. The pump will remain in stop infusion. If the product is returned in the future the complaint will be reopened and the product investigated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Pump still implanted.

Event description:
After 2 years of using the pump only with 0.9% nacl (because of therapy-problems) the doctor finds out the beeping of the pump and the hw 11! As the pump was not in use with drugs, the beeping was the only problem! There was no MRI before! Last summer the patient got a reimplantation of a stomach tube. As the patient lives in an intensity care center nobody knows, when the pump began beeping!